Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
Voluntary medwatch received stated that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced. There were no patient consequences.